Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone via an implanted infusion pump. It was reported the patient's pump was replaced. It was noted the pump stopped delivering medication and they thought it was something with the pump battery so they replaced the pump. Caller states this happened (B)(6) 2019. No symptoms were reported.